Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer's blood glucose level was 170 mg/dl. Customer would continue to use the pump for insulin therapy.